Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the balloon had been deployed during a laparoscopic inguinal hernia repair, the cannula plastic mushroom top broke off from the shaft when attempted to pull it off. Clamps were used to pull the shaft of the cannula out of the shaft. There was no patient injury.